Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the aortic neck was 23 - 25 mm in diameter and it had an angulation of 30 - 40 degrees. It was reported that after the bifurcated stent graft was implanted there was a type 1 endoleak, due to infolding of the stent graft. Modeling with reliant balloon was performed and that improved the endoleak to some extent, but did not completely resolve it. The endoleak was resolved by placement of an aneurx aortic cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Required secondary intervention.